Event description:
The handle mechanism of the ablation catheter was not functioning properly during prep of the catheter. The catheter was removed and replaced with no reported harm. Manufacturer response for ablation catheter, 31mm farawave pulsed field ablation catheter (per site reporter).